Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / the fimbriated end and fallopian tube is serially sectioned and totally embedded as per see-fim protocol") in a 36 year-old female patient who had essure inserted (lot no. 653902) for female sterilisation. The patient had a medical history of breast cancer, parity 3, multi gravida, hemorrhoids, myopia, sore throat, wrist pain, dysplasia, low back pain and depression. The patient had a family history of colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3325 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no 3 coils on the right and 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: the microinsert coils demonstrate satisfactory placement and no contrast is seen past the microinsert or within the peritoneal cavity, indicating satisfactory occlusion. Impression: satisfactory placement and occlusion of the essure. [Pathology test] on (B)(6) 2019: right fallopian tube, ovary, and essure", and consists of a portion of fallopian tube with attached fimbriated end, and a large ovary. There is an uncoiled essure device which measures 19.0 cm in length and appears to be grossly intact. The attached fallopian tube measures 4.0 cm x 0.6 cm in diameter. There are multiple adhesions between the fallopian tube and the ovary. The fimbriated end and fallopian tube is serially sectioned and totally embedded as per see-fim protocol. Sectioning of the ovary reveals a single large cystic space and measures 2.5 x 2.3 x 0.6 cm. The majority of the cyst has a smooth lining. The cystic cavity is filled with clear, yellow fluid. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added and rcc updated, event-"medical device removal updated to essure micro-insert embedded". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / the fimbriated end and fallopian tube is serially sectioned and totally embedded as per see-fim protocol") in a 36 year-old female patient who had essure inserted (lot no. 653902) for female sterilisation. The patient had a medical history of breast cancer, parity 3, multi gravida, hemorrhoids, myopia, sore throat, wrist pain, dysplasia, low back pain and depression. The patient had a family history of colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3325 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no 3 coils on the right and 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: the microinsert coils demonstrate satisfactory placement and no contrast is seen past the microinsert or within the peritoneal cavity, indicating satisfactory occlusion. Impression: satisfactory placement and occlusion of the essure. [Pathology test] on (B)(6) 2019: right fallopian tube, ovary, and essure", and consists of a portion of fallopian tube with attached fimbriated end, and a large ovary. There is an uncoiled essure device which measures 19.0 cm in length and appears to be grossly intact. The attached fallopian tube measures 4.0 cm x 0.6 cm in diameter. There are multiple adhesions between the fallopian tube and the ovary. The fimbriated end and fallopian tube is serially sectioned and totally embedded as per see-fim protocol. Sectioning of the ovary reveals a single large cystic space and measures 2.5 x 2.3 x 0.6 cm. The majority of the cyst has a smooth lining. The cystic cavity is filled with clear, yellow fluid. Lot number: 653902 manufacture date: 2009-06 expiration date:2011-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.